Event description:
It was reported that during surgery, the inner sterile package was found to be pierced by the stem, resulting in compromised sterility. Consequently, the surgeon had to increase the size of the femur cavity for the replacement stem. This resulted in an extension of the surgery of approximately 15 minutes. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ italy investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Product returned. Visual examination of the returned product, the box has indentations that do not puncture through. The stem has punctured through the inner pouch and outer blister. No change to the root cause of the reported issue, it remains attributed to transit or storage damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided photographs confirm that the distal end of the stem has punctured the pouch, blister and inner side of the cardboard outer box. There is one photo of the outer box which exhibits damaged corners and edges and what appears to be two some small puncture marks to the outer surface of the cardboard. It is evident that the device has received a significant impact. The item has been in distribution for nine years six months. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed the root cause of the reported issue is attributed to transit or storage damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.